Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the clip applier instrument did not release/disconnect from closed clip upon completion of clipping. The surgeon used graspers to remove the clip from the clip applier instrument. It appeared the clip was partially stuck to the clip applier instrument. The procedure was completed with no reports of patient injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-oct-2022: the reported issue occurred during procedure. The clip applier instrument was not inspected prior to use. The system had a non-recoverable fault due to a system cable being disconnected from the patient side cart. The target vessel was the thymic vein. The surgeon was successfully able to open jaws intraoperatively and release the clip. By using the master tool manipulator (mtm) but having to angle and slightly push the clip off with the other grasping instrument. This was not a comfortable maneuver for the surgeon and felt unsafe. The customer would not need to open the jaws and only needed to unhinge the clip from the clip applier instrument groove. There was no adverse effect to the clipped vessel. There was no bleeding. There was no blood transfusion administered. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. This complaint is a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Corrected information can be found in the following field: d4 (primary product part number).

Event description:
Refer to h10/h11 for follow-up information.